Manufacturer narrative:
(B)(4). Date sent: 12/4/2024. D4: batch # unk. Additional information was requested and the following was obtained: "what is the surgeons experience with the device? The surgeon uses our clip applicators on a daily basis. What is the current patient status? Anemy. How was the bleeding identified? Shock. Were any blood products given? If so, how much? No hemostatic was used were there any issues with clip formations during the initial procedure? If yes, what was done to address the issue? No, clips seemed well placed. Was there any excessive torquing or twisting of the device at the time of firing? No please describe the shape of the clip observed at reoperation. . The clips had a normal shape, but they had broken the vase. The relevant clips (removed) have been inserted into the submitted sample. How did the clip damage the vessel? The clip cut the vessel." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a cholecystectomy procedure, when clipping, heard a dull noise different from the usual clip progression noise. The clips seemed well positioned and closed the vessel. After two days the patient had complications and reoperation was needed. Clips had damaged vessel and did not have usual shape.

Manufacturer narrative:
(B)(4). Date sent: 3/20/2025. D4: batch # y7021y. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with no apparent damage. The device was tested for functionality. During the analysis, the device was noted with fluids. The device was functional tested, and it fed, retained and formed the remaining twelve (12) clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/29/2025. D4: batch # y7021y. Correction: d4. Primary UDI number. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with no apparent damage. The device was tested for functionality. During the analysis, the device was noted with fluids. The device was functional tested, and it fed, retained and formed the remaining twelve (12) clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2025.